Event description:
The vad office mgr reported that during the implant of a heartmate ii left ventricular device (lvad), the operating room (or) staff was unable to lower the pump speed. The or staff initially exchanged the system monitor and the power module which reportedly did not resolve the issue. The power module pt cable was reportedly also exchanged which did not resolve the issue. The surgeon then made a decision to exchange the lvad; however, it was not until the power module to system monitor cable was exchanged that no further issues were noted.

Manufacturer narrative:
The suspect power module to system monitor cable was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.